Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint ceramic tip was broken was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the damage was thermally and mechanically induced. It was likely that there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation (cds) of the instrument or during the last procedure. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a holium laser enucleation of the prostate (holep) therapeutic procedure that was completed using same set of device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope sheath's ceramic tip was broken. There were no reports of patient harm.